Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 3a endoleak with component separation and aneurysm sac growth. It was reported the patient was not following the recommended surveillance schedule. The physician is planning a secondary procedure to repair the endoleak. The patient has not been scheduled for a secondary procedure and remains in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3a endoleak. Additionally there was evidence to reasonably support the following observations; intraoperative stent migration, stent movement at 56 months, a type 3b endoleak, strut fracture of a proximal extension, intraoperative damage to the right common iliac portion of the main body stent which required a non-endologix aorto-uni-iliac stent graft, necrotic gallbladder and cholecystectomy. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; intraoperative stent migration, lateral stent remodeling, larger than expected diameters of initial implanted components, aggressive angioplasty, unintentional movement of the first proximal cuff, preexisting peripheral arterial disease, a pre existing stent, and a procedural embolic event may have contributed to the necrotic gall-bladder. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further investigation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.

Event description:
Additional information from the clinical evaluation confirmed the patient had a secondary procedure on (B)(6) 2016. The physician elected to reline with a non-endologix stent and complete fem-fem bypass procedure.